Manufacturer narrative:
(B)(4).

Event description:
It was reported that this product was part of a system revision due to infection. The product was explanted and replaced with a non-boston scientific transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.